Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery patient became hypoxemic and later had a cardiac arrest, cardiopulmonary resuscitation (CPR) was conducted but the staff could not ventilate patient, they remove the endotracheal tube (ett) and re-intubate the patient, patient become responsive. Procedure continue. Later they find out that inside the ett was a piece of plastic that was obstructing the airway.